Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 247 mg/dl. The customer was able to load a new cartridge successfully and administer a correction bolus. During the time of the call, blood glucose level was reported to be within target range.